Event description:
Double lumen PICC successfully placed at bedside. During insertion, noted introducer buckled to pressure on insertion. Micro introducer used, PICC successfully placed. Lot number rejs0189.